Event description:
When attempting to use stapler during robotic laparoscopic surgery, stapler made a loud crack - could not open or close. It would not fire a staple. Previous problems with this equipment reported. Did not have to remove loose staples from pt this time. Dates of use: 2007. Diagnosis or reason for use: laparoscopic surgery - prostatectomy. Event abated after use stopped or dose reduced: yes.